Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon ruptured at 12 atm in a moderately tortuous and heavily calcified target lesion. No part or portions of the balloon remained or had to be retrieved from the patient's anatomy. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Potential factors of material rupture below the rated burst pressure (rbp) include, but are not limited to, mechanical damage from stent, mechanical damage from interaction with another product, accessory, or anatomy, or blockage in lumen. In this instance the unreturned product may have aided in the evaluation. However, it was garnered from the anatomical information that the lesion in the proximal circumflex was heavily calcified. This may have caused or contributed to the reported material rupture during interaction of the stent delivery system (sds) with the calcified lesion. But the ultimate cause is unknown. The review of the finished product lot history record did not reveal any non-conforming material report. There is no indication of a product deficiency specific to this part/lot number combination.